Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided g4: additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Customer reported peri-implantitis. On (B)(6) 2020, the implant was placed to area of missing tooth site # (B)(6). Patient returned for post op visits on (B)(6) 2020 and (B)(6) 2020. Healing within normal limits, as such, implant exposed, torqued tested and fully restored on (B)(6) 2020. Patient returned on (B)(6) 2025 questioning the stability of the implant. It appeared to have lost integration due to bone loss and or bone density and poor hygiene. The implant was removed and site debrided and packed wit collagen plug only. The implant was removed and a collagen plug was placed. Symptoms as a result of the event: bone loss, loss of integration, loosening.